Manufacturer narrative:
A ge representative evaluated the system, and reseated pcb's and chips. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system is displaying high ma errors and images won't update. No pt injury was reported.